Event description:
When the physician used the subject device during a laparoscopy-assisted distal gastrectomy, a bleeding occurred from one of treated regions by the device and re-treated. The physician replaced with another device just to be safe and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the device could activate output with the generator and transducer of omsc and there was no irregularity of the amplitude of ultrasonic vibration. The ptfe pad was worn and deformed. The probe and the pad did not properly close due to the deformed pad. The deformation of the pad was conformed to the shape of probe, when the transducer was incompletely assembled with the handle and the device activated output with grasping no tissue. There was a scratch on the probe tip. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that the ptfe pad was deformed due to the activation with incomplete assembly with grasping no tissue. During a subsequent procedure the hemostasis performance of the device was presumably decreased because the probe and the pad did not properly close due to the deformed pad. The probe tip was scratched due to the activating output with the contact with the metal. The instruction manual of thunderbeat scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this event is considered to be related to user handling. This report is being submitted as a medical device report in an abundance of caution. Coating was torn at the broken point of the cutting wire and approximately 5mm long coating was missing from the broken point to distal end. There were no other abnormalities related to the breakage in the subject device. The device instruction manual warns users that "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong."